Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator received a slowed charge time alert. Intervention was performed to disable tachycardia therapies. The patient was stable.